Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that there was two pc units that will not power on due to unresponsive power buttons. The issue was discovered before it went on a patient as it was pulled into the room on an IV pole and would not power on. A replacement controller was used for the patient. The issue was discovered prior to patient use.